Event description:
Surgeon noted bovie spark; after surgery, surgeon noted that there was a small hole on the small finger of his right glove; his small finger had a burn where the spark had gone through glove; burn treated with silvadine; no other treatment needed. Equipment was checked by biomed; no problems found and it was returned to service.